Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 5 fr dual lumen powerpicc ft was returned for evaluation. An initial visual observation showed the catheter was returned in two segments and use residue was observed throughout the sample. Both lumens of the catheter were flushed and pressurized with a 12 ml syringe of water and leakage was observed 2 mm distal to the bifurcation in both lumens. A microscopic observation revealed a small hole in the red lumen at the location of the leak. The sample was dissected and rough and uneven circumferential cracks were observed emanating from the small hole. This crack spanned the entire width of the inner wall of the red lumen and into part of the catheter septum. The catheter material around the hole was observed to be lighter in color on the outer wall and was duller in luster on the inner walls than the surrounding material. Indentations were observed on the side of the outer wall of the catheter adjacent to the small hole, and the catheter was observed to kink easily at this location. The investigation findings are consistent with material fatigue likely caused by prolonged and/or cyclic kinking of the catheter. This type of material fatigue can occur due to physiological, placement, usage, and mechanical factors that allow the catheter to become kinked and gradually form a crack in the catheter. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recr2486 showed no other similar product complaint(s) from this lot number. [Mw5080576 rga 1266317.pdf].

Event description:
Per medwatch: "patient had d/l powerpicc inserted on (B)(6) 2018. On (B)(6) 2018 the device started to leak under the dressing and was replaced on (B)(6) 2018. Each lumen was allegedly found to be leaking close to the hub from perforations in the catheter."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recr2486 showed no other similar product complaint(s) from this lot number. [Mw5080576 rga 1266317.pdf].

Event description:
Per medwatch: "patient had d/l powerpicc inserted on (B)(6) 2018. On (B)(6) 2018 the device started to leak under the dressing and was replaced on (B)(6) 2018. Each lumen was allegedly found to be leaking close to the hub from perforations in the catheter."